Event description:
Customer reported one false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The patient had taken 3 tests with curative. The first one was positive, then the next 2 tests, which they took within 4 days, were negative. Patient stated that one of the samples ((B)(6)) was indeterminate but on metabase it showed that it was also negative. Therefore the patient claimed they had a false positive because they had gotten 2 negatives after the positive and did not experience any of the covid symptoms. The patient stated they were required to quarantine. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 has been corrected to the correct lot number, expiration date, and manufacture date. H10 corrected to the correct lot number and investigation. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving were valid and met assay specification requirements. The amplification curves for the discrepant results did not appear abnormal. Some sample ids were not retested; therefore, no curve analysis and plate mapping were performed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522354 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot, 522354 and their components. This CAPA review did not identify any existing internal issues or nonconformances for lot 522354. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522354.the complaints will be individually investigated and dispositioned according to the results of the investigation and the background information provided in the ticket. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements and review of the ticket, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522354 was not identified.

Manufacturer narrative:
D4 has been corrected from model # to catalog #. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving were valid and met assay specification requirements. The amplification curves for the discrepant results did not appear abnormal. Some sample ids were not retested; therefore, no curve analysis and plate mapping were performed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522525 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot, 522525, 522354 and their components. This CAPA review did not identify any existing internal issues or nonconformances for lot 522525. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522525.the complaints will be individually investigated and dispositioned according to the results of the investigation and the background information provided in the ticket. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements and review of the ticket, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522525 was not identified.